Event description:
It was reported that the lead perforated the patient and developed pneumothorax. Surgery was performed and no other consequences were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.